Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery ran out and there was poor communication. The patient stated that when trying to recharge their ins, they saw a ¿reposition antenna¿ screen on the recharger. Troubleshooting steps were performed on the call but did not resolve the issue. When attempting to sync the ins with the patient programmer, a ¿poor communication¿ screen was displayed. It was also reported that the patient lost stimulation on the date of this report. The patient mentioned that they were last able to successfully recharge their device in the last couple of months. It was noted that the patient could usually go a month and a half to two months between charging sessions. It was reviewed that the higher the patient had their settings, the quicker the ins would deplete. The patient was to follow up with their healthcare provider (hcp) to bring the ins out of a possible overdischarge state. No further complications were reported or anticipated. Indications for use are spinal pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2017. It was reported that their implantable neurostimulator (ins) battery ran out. The patient stated that a manufacturer representative met them at their healthcare provider¿s (hcp) office and restored the device using their controller. It was noted that the issue was resolved. No further complications were reported or anticipated.